Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. We performed the final product inspection, during which 500 samples from 15 identified batch numbers were examined. All samples were fully compliant with product specifications, and no cracked syringes were detected. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported syringe had a slit in it. The issue identified prior to use.